Event description:
It was reported that the immovable part of the grasper broke off in a pt during a procedure, which delayed the operation for an hour, while they found a suitable replacement. The pt was unharmed.

Manufacturer narrative:
Device has not been returned for eval at this time. If received, a follow-up report will be submitted with investigation results.